Event description:
Per reporter, patients exhibited imprecision when test repeated. One patient's result was lower than expected and lower when compared to lab result. Therapeutic range = 2.0-3.0. Pt#2: (B)(6) 2010, inratio: 1.7, lab: 2.6 (time between tests unknown).

Manufacturer narrative:
Investigation pending.